Manufacturer narrative:
The reported system error was confirmed during archive review and functional testing. The defective processor board was replaced to remedy the issue. Visual examination found no issue. During archive review the reported system error was confirmed in the event logs. The system error was displayed upon initial functional testing. After the service repair, a ua 17 (max motor on time exceeded) displayed due to a brake gap out of specification; this was unrelated to the reported event. The autopulse passed all final testing and met specifications.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During deployment, the autopulse platform displayed a system error, out of service, revert to manual CPR message. No known impact or patient consequence was reported. No further information was provided.